Event description:
During device preparation, increased pacing impedance was observed on the device. In an attempt to unscrew the right ventricular (rv) lead from the device, the set screw came out of the header. A new device was used to resolve the event. The patient was stable.

Manufacturer narrative:
The reported field event of lead insertion issue was verified in the lab. However, the issue was consistent with having occurred during the procedure. The ventricular (df4) set screw was found to be missing upon receipt. The screw fell out during the procedure. The high impedance issue observed in the field was the result of the lead not being secured properly. The device was above elective replacement indicator (eri) when received. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.